Manufacturer narrative:
(B)(4). G2 - foreign - (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery case is fractured. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. DHR review was performed. Device was 25 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.  The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. A definitive root cause cannot be determined. No disposition as the product was not returned. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.